Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to reservoir fluid loss. A surgical procedure was performed, during which the device was removed and replaced. There were no patient complications reported.